Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular and atrial leads exhibited noise reversions. It was suspected that the leads have been damaged. No intervention was performed. No further information was available.